Event description:
The dr placed a stent and only left it indwelled for two weeks. The pt was human immunodeficiency virus positive and on several medications. The stent appeared to be knotted in the kidney. A percutaneous procedure was done to remove the stent, when it was removed no knot was noted in the stent. Sales rep viewed the product and saw no knot in the stent material. The dr indicated to the sales rep that one of the medications the pt is on is a known stone former. He feels the presence of the medication may be a factor in the knotted appearance of the stent in the kidney. He also indicated to the sales rep that the medication used created a gummy residue.